Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not alarm for a downstream occlusion and delivered an unintended large bolus of norepinephrine. The patient was located at the intensive care unit (ICU) while the patient was receiving norepinephrine infusion. The infusion pump initially alarmed for a downstream occlusion, prompting the registered nurse (rn) to assess for clamps, kinks, and line issues. The registered nurse disconnected the infusion, verified patency of the peripheral IV, which flushed without resistance, then reconnected the system and resumed infusion. Upon resuming, the pump reportedly delivered a bolus of medication that had accumulated under pressure in the tubing during the occlusion period, resulting in a transient extreme hypertensive episode, with systolic blood pressure reportedly exceeding 300 mmhg. Subsequently, during transition to a central line, the registered nurse initiated infusion through new tubing. Despite all clamps reportedly remaining closed, the pumps ran for approximately 9 minutes without triggering a downstream occlusion alarm or affecting the patient¿s blood pressure. Upon inspection, the registered nurse confirmed the lines were clamped, stopped the infusion, disconnected the tubing from the patient, and upon pressing ¿run,¿ observed pressurized medication spraying onto the wall, indicating fluid had accumulated in the tubing under pressure. Approximately 40 minutes later, significant drop in the patient¿s mean arterial pressure (map) occurred, decreasing from 92 to 48 without warning. The patient was immediately placed in the trendelenburg position, and the registered nurse called for urgent physician support due to concern for potential myocardial infarction, as the patient appeared unresponsive to escalating levophed (norepinephrine) titration (from 0.14 to 0.25 to 0.4). The ICU team attended the bedside and initiated emergency interventions. No additional information is available.